Event description:
It was reported that "it was reported as part of the gallup customer satisfaction survey, "acetabular cup inserter had stripped threads on end, making it impossible to screw into the cup - case then delayed 45 minutes intraoperatively while another inserter found and retrieved from another hospital."

Manufacturer narrative:
If additional info becomes available then it will be submitted in a supplemental report.